Event description:
It was reported that a progav 2.0 shuntsystem (part # fx602t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was believed to be operated in underdrainage. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 70 centimeters (cm). Weight: (B)(6). Gender: female.

Manufacturer narrative:
Investigations: visual inspection: no significant deformations or damage of the valve, but during the inspection visible deposits were detected on the deflector and in the control reservoir. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: the results show that the valves operate within the accepted tolerance in both positions. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Klick force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, no deposits were found in both valves. Results: based on our investigation, we are unable to substantiate the clinical claim of under-drainage. At the time of our investigation, the valves were operating within the specified tolerances. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from (B)(4) kg. No further regulatory actions are required from our point of view.